Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device shows a severe cut on the cord. Our functional evaluation confirmed the stated failure. When connected to the interface unit, the targeter shows an error code. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the sureshot didn't work. Surgeon ended the surgery free hands. Less than 30 minutes of delay was reported and no backup device was available.